Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), fibroma ('tumor / teratoma / cancer : fibroid tumors'), autoimmune thyroid disorder ('autoimmune disorder ¿ thyroid disease\endocrine thyroid problems') and biopsy breast ('surgery(other)-type of surgery:unknown / biopsy on right breast') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced chest pain ("other injury : sharp pain in chest"). In (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition ¿ gerd"), cholelithiasis ("gall stones") and dyspepsia ("heartburn"). In (B)(6) 2016, the patient experienced arthralgia ("other ¿ joint pain, knee pain"). On (B)(6) 2017, the patient experienced vision blurred ("blurred and fuzzy"), 8 years 8 months after insertion of essure. On an unknown date, the patient was found to have fibroma (seriousness criterion medically significant), biopsy breast (seriousness criterion medically significant), weight increased ("weight gain / loss (specify which one)gain") and blood thyroid stimulating hormone increased ("tsh overactive thyroid") and experienced autoimmune thyroid disorder (seriousness criterion medically significant), bladder disorder ("bladder and urinary problems or changes"), urinary tract disorder ("bladder and urinary problems or changes"), gingival disorder ("dental problems / periodontal gum disease"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast") with vulvovaginal pruritus, migraine ("migraines/headaches"), intervertebral disc degeneration ("neurological conditions or problems ¿ degenerative disc disease"), urticaria ("rashes or skin conditions ¿ hives"), vaginal discharge ("vaginal discharge"), pain in extremity ("heel pain"), neck pain ("neck pain"), abdominal distension ("bloating"), proctalgia ("rectal pain"), haemorrhoids ("hemorrhoids"), dysuria ("urinary pain"), headache ("headaches"), seborrhoeic dermatitis ("seborrheic dermatitis"), psoriasis ("psoriasis"), ovarian cyst ("cyst on my right ovary"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), alopecia ("hair loss"), hernia ("hernia"), sleep disorder ("sleep"), apnoea ("apnea"), hypertension ("hypotension"), basedow's disease ("graves disease"), genito-pelvic pain/penetration disorder ("vaginal cramps"), bacterial vaginosis ("bacterial vaginosis"), bone loss ("boneless"), gingivitis ("gingivitis"), rectal spasm ("rectal spasms") and bladder pain ("bladder pain"). The patient was treated with surgery (gall bladder removal and total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, vaginal haemorrhage, chest pain, proctalgia and bladder pain had resolved and the fibroma, autoimmune thyroid disorder, biopsy breast, bladder disorder, urinary tract disorder, gingival disorder, gastrooesophageal reflux disease, vulvovaginal mycotic infection, migraine, intervertebral disc degeneration, urticaria, vaginal discharge, vision blurred, arthralgia, weight increased, pain in extremity, neck pain, abdominal distension, haemorrhoids, dysuria, headache, blood thyroid stimulating hormone increased, seborrhoeic dermatitis, psoriasis, ovarian cyst, anaemia, fatigue, hernia, sleep disorder, apnoea, hypertension, basedow's disease, genito-pelvic pain/penetration disorder, bacterial vaginosis, bone loss, gingivitis, cholelithiasis, dyspepsia and rectal spasm outcome was unknown. The reporter considered abdominal distension, alopecia, anaemia, apnoea, arthralgia, autoimmune thyroid disorder, bacterial vaginosis, basedow's disease, biopsy breast, bladder disorder, bladder pain, blood thyroid stimulating hormone increased, bone loss, chest pain, cholelithiasis, dysmenorrhoea, dyspepsia, dysuria, fatigue, fibroma, gastrooesophageal reflux disease, genito-pelvic pain/penetration disorder, gingival disorder, gingivitis, haemorrhoids, headache, hernia, hypertension, intervertebral disc degeneration, menorrhagia, migraine, neck pain, ovarian cyst, pain in extremity, proctalgia, psoriasis, rectal spasm, seborrhoeic dermatitis, sleep disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure removal date discrepancy: (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Complete bilateral tubal occlusion status post essure procedure. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record : gerd ,fibroid tumors. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), fibroma ('tumor / teratoma / cancer : fibroid tumors'), autoimmune thyroid disorder ('autoimmune disorder ¿ thyroid disease\endocrine thyroid problems') and biopsy breast ('surgery(other)-type of surgery:unknown / biopsy on right breast') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In july 2010, the patient experienced chest pain ("other injury : sharp pain in chest"). In april 2013, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition ¿ gerd"), cholelithiasis ("gall stones") and dyspepsia ("heartburn"). In (B)(6) 2016, the patient experienced arthralgia ("other ¿ joint pain, knee pain"). On (B)(6)2017, the patient experienced vision blurred ("blurred and fuzzy"). On an unknown date, the patient was found to have fibroma (seriousness criterion medically significant), biopsy breast (seriousness criterion medically significant), weight increased ("weight gain / loss (specify which one)gain") and blood thyroid stimulating hormone increased ("tsh overactive thyroid") and experienced autoimmune thyroid disorder (seriousness criterion medically significant), bladder disorder ("bladder and urinary problems or changes"), urinary tract disorder ("bladder and urinary problems or changes"), gingival disorder ("dental problems / periodontal gum disease"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast") with vulvovaginal pruritus, migraine ("migraines/headaches"), intervertebral disc degeneration ("neurological conditions or problems ¿ degenerative disc disease"), urticaria ("rashes or skin conditions ¿ hives"), vaginal discharge ("vaginal discharge"), pain in extremity ("heel pain"), neck pain ("neck pain"), abdominal distension ("bloating"), proctalgia ("rectal pain"), haemorrhoids ("hemorrhoids"), dysuria ("urinary pain"), headache ("headaches"), seborrhoeic dermatitis ("seborrheic dermatitis"), psoriasis ("psoriasis"), ovarian cyst ("cyst on my right ovary"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), alopecia ("hair loss"), hernia ("hernia"), sleep disorder ("sleep"), apnoea ("apnea"), hypertension ("hypotension"), basedow's disease ("graves disease"), genito-pelvic pain/penetration disorder ("vaginal cramps"), bacterial vaginosis ("bacterial vaginosis"), bone loss ("boneloss"), gingivitis ("gingivitis"), rectal spasm ("rectal spasms") and bladder pain ("bladder pain"). The patient was treated with surgery (gall bladder removal and total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, vaginal haemorrhage, chest pain, proctalgia and bladder pain had resolved and the fibroma, autoimmune thyroid disorder, biopsy breast, bladder disorder, urinary tract disorder, gingival disorder, gastrooesophageal reflux disease, vulvovaginal mycotic infection, migraine, intervertebral disc degeneration, urticaria, vaginal discharge, vision blurred, arthralgia, weight increased, pain in extremity, neck pain, abdominal distension, haemorrhoids, dysuria, headache, blood thyroid stimulating hormone increased, seborrhoeic dermatitis, psoriasis, ovarian cyst, anaemia, fatigue, hernia, sleep disorder, apnoea, hypertension, basedow's disease, genito-pelvic pain/penetration disorder, bacterial vaginosis, bone loss, gingivitis, cholelithiasis, dyspepsia and rectal spasm outcome was unknown. The reporter considered abdominal distension, alopecia, anaemia, apnoea, arthralgia, autoimmune thyroid disorder, bacterial vaginosis, basedow's disease, biopsy breast, bladder disorder, bladder pain, blood thyroid stimulating hormone increased, bone loss, chest pain, cholelithiasis, dysmenorrhoea, dyspepsia, dysuria, fatigue, fibroma, gastrooesophageal reflux disease, genito-pelvic pain/penetration disorder, gingival disorder, gingivitis, haemorrhoids, headache, hernia, hypertension, intervertebral disc degeneration, menorrhagia, migraine, neck pain, ovarian cyst, pain in extremity, proctalgia, psoriasis, rectal spasm, seborrhoeic dermatitis, sleep disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: essure removal date discrepancy: (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Complete bilateral tubal occlusion status post essure procedure.. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record : gerd ,fibroid tumors. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: pfs received: events: tsh overactive thyroid, seborrheic dermatitis, psoriasis, cyst on my right ovary, anemia, dysmenorrhea, fatigue, hair loss, hernia, sleep, apnea, hypertension, grave¿s disease, vaginal cramps, bacterial vaginosis, bone loss, gingivitis, gall stones, heartburn, rectal spasms, bladder pain were added. Event onset date were added. On 6-feb-2020: pfs received- no new clinical information was added. On 10-feb-2020: aka name was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), fibroma ('tumor / teratoma / cancer : fibroid tumors'), autoimmune thyroid disorder ('autoimmune disorder ¿ thyroid disease\endocrine thyroid problems') and biopsy breast ('surgery(other)-type of surgery:unknown / biopsy on right breast') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced chest pain ("other injury : sharp pain in chest"). In (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition ¿ gerd"), cholelithiasis ("gall stones") and dyspepsia ("heartburn"). In (B)(6) 2016, the patient experienced arthralgia ("other ¿ joint pain, knee pain"). On (B)(6) 2017, the patient experienced vision blurred ("blurred and fuzzy"). On an unknown date, the patient was found to have fibroma (seriousness criterion medically significant), biopsy breast (seriousness criterion medically significant), weight increased ("weight gain / loss (specify which one)gain") and blood thyroid stimulating hormone increased ("tsh overactive thyroid") and experienced autoimmune thyroid disorder (seriousness criterion medically significant), bladder disorder ("bladder and urinary problems or changes"), urinary tract disorder ("bladder and urinary problems or changes"), gingival disorder ("dental problems / peridontal gum disease"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast") with vulvovaginal pruritus, migraine ("migraines/headaches"), intervertebral disc degeneration ("neurological conditions or problems ¿ degenerative disc disease"), urticaria ("rashes or skin conditions ¿ hives"), vaginal discharge ("vaginal discharge"), pain in extremity ("heel pain"), neck pain ("neck pain"), abdominal distension ("bloating"), proctalgia ("rectal pain"), haemorrhoids ("hemorrhoids"), dysuria ("urinary pain"), headache ("headaches"), seborrhoeic dermatitis ("seborrheic dermatitis"), psoriasis ("psoriasis"), ovarian cyst ("cyst on my right ovary"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), alopecia ("hair loss"), hernia ("hernia"), sleep disorder ("sleep"), apnoea ("apnea"), hypertension ("hystpension"), basedow's disease ("graves disease"), genito-pelvic pain/penetration disorder ("vaginal cramps"), bacterial vaginosis ("bacterial vaginosis"), bone loss ("boneloss"), gingivitis ("gingivitis"), rectal spasm ("rectal spasms") and bladder pain ("bladder pain"). The patient was treated with surgery (gall bladder removal and total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, vaginal haemorrhage, chest pain, proctalgia and bladder pain had resolved and the fibroma, autoimmune thyroid disorder, biopsy breast, bladder disorder, urinary tract disorder, gingival disorder, gastrooesophageal reflux disease, vulvovaginal mycotic infection, migraine, intervertebral disc degeneration, urticaria, vaginal discharge, vision blurred, arthralgia, weight increased, pain in extremity, neck pain, abdominal distension, haemorrhoids, dysuria, headache, blood thyroid stimulating hormone increased, seborrhoeic dermatitis, psoriasis, ovarian cyst, anaemia, fatigue, hernia, sleep disorder, apnoea, hypertension, basedow's disease, genito-pelvic pain/penetration disorder, bacterial vaginosis, bone loss, gingivitis, cholelithiasis, dyspepsia and rectal spasm outcome was unknown. The reporter considered abdominal distension, alopecia, anaemia, apnoea, arthralgia, autoimmune thyroid disorder, bacterial vaginosis, basedow's disease, biopsy breast, bladder disorder, bladder pain, blood thyroid stimulating hormone increased, bone loss, chest pain, cholelithiasis, dysmenorrhoea, dyspepsia, dysuria, fatigue, fibroma, gastrooesophageal reflux disease, genito-pelvic pain/penetration disorder, gingival disorder, gingivitis, haemorrhoids, headache, hernia, hypertension, intervertebral disc degeneration, menorrhagia, migraine, neck pain, ovarian cyst, pain in extremity, proctalgia, psoriasis, rectal spasm, seborrhoeic dermatitis, sleep disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: essure removal date discrepancy: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Complete bilateral tubal occlusion status post essure procedure.. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record : gerd ,fibroid tumors. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: pfs received: events: tsh overactive thyroid, seborrheic dermatitis, psoriasis, cyst on my right ovary, anemia, dysmenorrhea, fatigue, hair loss, hernia, sleep, apnea, hypertension, grave¿s disease, vaginal cramps, bacterial vaginosis, bone loss, gingivitis, gall stones, heartburn, rectal spasms, bladder pain were added. Event onset date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), fibroma ('tumor / teratoma / cancer : fibroid tumors'), autoimmune thyroid disorder ('autoimmune disorder ¿ thyroid disease\endocrine thyroid problems') and surgery ('surgery(other)-type of surgery:unknown') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), autoimmune thyroid disorder (seriousness criterion medically significant), bladder disorder ("bladder and urinary problems or changes"), urinary tract disorder ("bladder and urinary problems or changes"), tooth disorder ("dental problems"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition ¿ gerd"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast ") with vulvovaginal pruritus, migraine ("migraines/headaches"), intervertebral disc degeneration ("neurological conditions or problems ¿ degenerative disc disease"), urticaria ("rashes or skin conditions ¿ hives"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred and fuzzy"), arthralgia ("other ¿ joint pain , knee pain"), chest pain ("other injury : sharp pain in chest"), pain in extremity ("heel pain"), neck pain ("neck pain"), abdominal distension ("bloating"), proctalgia ("rectal pain"), haemorrhoids ("hemorrhoids"), dysuria ("urinary pain") and headache ("headaches"), was found to have fibroma (seriousness criterion medically significant) and weight increased ("weight gain / loss (specify which one)gain") and underwent surgery (seriousness criterion medically significant). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy) and total abdominal hysterectomy with bilateral salpingectomy. Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, vaginal haemorrhage, fibroma, autoimmune thyroid disorder, surgery, bladder disorder, urinary tract disorder, tooth disorder, gastrooesophageal reflux disease, vulvovaginal mycotic infection, migraine, intervertebral disc degeneration, urticaria, vaginal discharge, vision blurred, arthralgia, chest pain, weight increased, pain in extremity, neck pain, abdominal distension, proctalgia, haemorrhoids, dysuria and headache outcome was unknown. The reporter considered abdominal distension, arthralgia, autoimmune thyroid disorder, bladder disorder, chest pain, dysuria, fibroma, gastrooesophageal reflux disease, haemorrhoids, headache, intervertebral disc degeneration, menorrhagia, migraine, neck pain, pain in extremity, proctalgia, surgery, tooth disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion complete bilateral tubal occlusion status post essure procedure. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record : gerd ,fibroid tumors. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lab data added. Events ; menorrhagia, abnormal bleeding (vaginal), autoimmune disorder ¿ thyroid disease, bladder and urinary problems or changes, dental problems, gastrointestinal or digestive system condition ¿ gerd, infection ¿ yeast, migraines/headaches, neurological conditions or problems ¿ degenerative disc disease, rashes or skin conditions ¿ hives, tumor / teratoma / cancer : fibroid tumors, vaginal discharge, surgery(other)-type of surgery:unknown, blurred and fuzzy, other ¿ joint pain , knee pain, endocrine thyroid problems, other injury : sharp pain in chest, vaginal itching, weight gain / loss (specify which one) gain, heel pain, neck pain, bloating, rectal pain, hemorrhoids, urinary were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.